Event description:
A surgeon reported that poor aspiration of the cutter occurred even though the cutter was able to cut. The aspiration tubing was confirmed to be twisted adn dented after the incident. The problem was solved after replacing the cutter with another one. No harm to the pt was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is expected, but has not yet been received for eval. (B)(4).